Manufacturer narrative:
(B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that when the patient attempted to charge their backup system controller, an unspecified alarm was received. The patient reported that battery acid was leaking from one of the 14 volt li-ion batteries. The backup system controller was able to successfully charge when connected to different batteries. The 14 volt li-ion batteries that were connected to the system controller at the time of the event were exchanged. There was no adverse patient impact due to the event.

Manufacturer narrative:
The reported event of a battery with damaged terminals was confirmed during the evaluation of the battery. The returned battery pack had burn marks its two positive terminals and adjacent rsoc terminal. The medial positive terminal had significant terminal damage - with some missing plating and discoloration. There was a small amount of dried fluid residue on the two negative terminals. The damage was due to fluid ingress. The pack had 57 usage cycles on it. The pack was operationally checked (with terminals as received - not cleaned further). Despite the terminal damage, the pack was operational. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.